Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the proximal filter of the sentinel was unable to be deployed so the procedure was completed without sentinel protection. However, returned device analysis revealed a torn proximal filter.

Manufacturer narrative:
Date of event: estimated since unknown. Device analysis: analysis of returned product revealed the proximal filter was unable to be unsheathed, confirming the reported complaint. The device was returned with the proximal filter sheathed, articulating distal sheath (ads) relaxed, distal filter sheathed and the distal filter slider (#3) bent/kinked. The device was returned with excessive blood residue. The proximal filter was unable to be un-sheathed before or after flushing. The distal part of the outer shaft/sheath was dissected and the proximal filter was found torn. A protruding braid was found on the internal part of the outer shaft/sheath (the inner shaft/sheath).